Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an ear nose and throat surgical procedure, it was discovered that the motor device was cutting out and displaying an error message. There was a two minute delay to the planned surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Subsequent follow-up with the affiliate, additional information was received. The affiliate verified the device upon receipt and determined that it was functional. The affiliate was able to troubleshoot the issue with the customer and determined that this was a case of user error. Therefore, the device will not be returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.